Event description:
It was reported to philips that the system did not boot up completely, it was stuck at 00:00. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the system could not access the service environment. After reviewing the log file, fse found malfunctioning flex vision pc. Upon troubleshooting, fse replaced both the host pc and hard disk, reloading the ghost backup; however, the system continued to malfunction. To resolve the problem, fse installed a new flex vision pc along with the required software. On another follow up fse replaced the flat detector controller. After installed a new flex vision pc along with the required software, system was returned to use in good working order. The codes were updated based on the investigation outcome.